Event description:
Customer states that her sensor is malfunctioning giving inaccurate blood glucose readings. She states sensor was showing blood glucose of 290 mg/dl, but blood glucose was actually 120 mg/dl. Sensor glucose troubleshooting was done. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.